Event description:
It was reported that during a surgical procedure, the extension package was opened and the tail-end of the extension was sitting in the plastic lid of the inner casing (instead of sitting safely all the way in the container). The extension was not implanted in the patient.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.